Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous proximal lad. The physician used rotational atherectomy with a 1.75mm burr. The 3.0 x 24mm ion mr stent delivery system was advanced, but was unable to cross the lesion. The stent struts were noted to be flared. The physician predilated the lesion with a 3.0 x 15mm and 3.5 x 15mm quantum apex balloons and then advanced a non-bsc stent, but was unable to cross the lesion. The physician re ballooned and reintroduced the non bsc stent and deployed in the lad. The physician noted a dissection in the distal left main artery (lm) and completed the procedure by deploying a 4.0 x 12mm ion stent in the lm. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous proximal lad. The physician used rotational atherectomy with a 1.75mm burr. The 3.0 x 24mm ion mr stent delivery system was advanced, but was unable to cross the lesion. The stent struts were noted to be flared. The physician predilated the lesion with a 3.0 x 15mm and 3.5 x 15mm quantum apex balloons and then advanced a non-bsc stent, but was unable to cross the lesion. The physician re ballooned and reintroduced the non bsc stent and deployed in the lad. The physician noted a dissection in the distal left main artery (lm) and completed the procedure by deploying a 4.0 x 12mm ion stent in the lm. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system (sds). There was dried blood in the wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were three stretched struts in the first distal row of stent struts and three lifted struts in the second distal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).